Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was tested positive to mycobacterium chimaera. There was no known patient involvement.

Manufacturer narrative:
Through follow up communication livanova (B)(4) learned, that customer has no knowledge about patient infections. Customer cleaned the unit regularly according to IFU and placed the device inside the operating room with an unknown position towards the operating field, whereas the length of the tube is approximately 5 meters. A lab report confirming the mycobacterium chimaera contamination has been provided. The unit will be sent to livanova (B)(4) for deep disinfection.

Event description:
See initial.